Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test or verify motor error alarms due alarms. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches display window and partially broken reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The caller stated that the alarm likely occurred during a basal delivery, although she was unsure. The caller did not know the blood glucose reading. She stated that while the customer removed the infusion set to fix the motor error alarm, the insulin pump alarmed motor sensor test failure. The customer did not observe any significant events leading to the alarms. However, the caller did report that the insulin pump had been exposed to a magnetic device used to remove sensors at a work register. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.